Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent dislodgement occurred. Vascular access was obtained via the radial artery. The target lesion was an unspecified coronary lesion. This 16 x 4.00mm omega was selected; however, while introducing the stent through the guide catheter, during the maneuvering the stent got detached. It was removed without complication. The procedure was completed with deployment of three omega stents (4.5 x 12mm; 4.0 x 28mm; and 2.75 x 12mm). No patient complications were reported and the patient¿s status is stable. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).